Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during implant of this 34 mm transcatheter bioprosthetic valve into a failing non-medtronic surgical valve (sav) failing with severe central aortic insufficiency, at 80% deployed, the valve was positioned at an acceptable depth. Upon release, the valve instantly dropped to the waste level within the sav. This resulted in moderate to severe aortic insufficiency (ai). A 29 mm transcatheter valve was implanted at the waste level of the previous transcatheter valve to treat the ai. Upon release of this valve, the 29 mm valve similarly dropped down to match the low level of the 34 mm valve. The leak was assessed as mild to moderate. The patient was stable. The team elected to leave the valves as is, and assess the patient later on. No further treatment was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the valve remained implanted, so it was not returned to medtronic for product analysis. Images were submitted to medtronic for review. The image review report indicated that two media files were provided for. The valve load inspection was not provided for review. Media files showed a 34mm transcatheter bioprosthetic valve implanted into an non-medtronic edwards perimount surgical valve of unknown size. The depth assessment at 80% deployment showed the transcatheter valve at a depth of 6mm at the non-coronary cusp (ncc) and 8mm at the left coronary cusp (lcc). Per medtronic best practices, the target depth of implantation is 3mm. Recapture is recommended if depth <(><<)>1mm or >5mm. The valve dislodged ventricular after final release. An image showed a second transcatheter valve implanted into the dislodged valve. The depth of implantation of the first valve is deeper than the recommended 3mm target and >5mm so a recapture was warranted. Potential factors that can influence a dislodged valve include tension applied on the delivery catheter system (dcs) during positioning, calcification levels in the native vessel, compliance of the aorta and native vessels, and a number of others. Based on the image review, depth assessment at 80% deployment showed the transcatheter valve at a depth of 6mm at the ncc and 8mm at the lcc. Per medtronic best practices, the target depth of implantation is 3mm. Recapture is recommended if depth <(><<)>1mm or >5mm. This may have been a contributing factor for reported dislodgement. Dislodge events are typically not related to a device malfunction. Aortic regurgitation can be caused by a variety of factors, including valve positioning, patient anatomy, or presence of pre-existing patient conditions. As reported, upon release, the valve instantly dropped to the waste level within the surgical aortic valve (sav) and this resulted in moderate to severe aortic insufficiency (ai). The device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. This event does not indicate device misuse or malfunction. Updated h6. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.